Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of inflation device gauge reading inaccurate.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was being prepared for use in the esophagus during a dilation procedure to treat stenosis performed on (B)(6) 2026. During preparation, the gauge does not show the pressure of the balloon during inflation. The same problem occurred with the second balloon with different lot number. The procedure was not completed and was canceled; however, the patient was not sedated when the procedure was canceled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: -imdrf device code a0902 captures the reportable event of inflation device gauge reading inaccurate. Block h11: investigation results the device was not returned for analysis and was reported to be not available for return; therefore, a technical analysis could not be performed. Media inspection of the device photo showed evidence of inaccurate reading. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the instruction for use (IFU) / product label. A risk review was completed and confirmed that the event of gauge reading inaccurate and cancelled/rescheduled - pre-sedation/no sedation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that an alliance ii inflation syringe was being prepared for use in the esophagus during a dilation procedure to treat stenosis performed on (B)(6) 2026. During preparation, the gauge does not show the pressure of the balloon during inflation. The same problem occurred with the second balloon with different lot number. The procedure was not completed and was canceled; however, the patient was not sedated when the procedure was canceled. There were no patient complications reported as a result of this event.